Event description:
It was reported that during a drug eluting stenting treatment procedure the 2.75x16mm taxus liberte drug eluting stent was unable to cross the lesion, and the strut of the stent was "disturbed during the procedure." The procedure was successfully completed with another 2.75x16mm taxus liberte drug eluting stent. There were no pt complications.

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.